Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On unreported dates, in the same month, the patient began treatment for the peritonitis with an unspecified antibiotic (dose, frequency, and route were not reported) and the peritonitis was reported to be resolving. On an unreported date, in the same month (reported as ¿mid-month¿, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event and pd therapies were ongoing. No additional information is available.